Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is december 22, 1999.

Event description:
Boston scientific received information that during an office visit the right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. Upon review of the daily measurements it was noted that the shocking lead impedance has been high and out of range at greater than 125 ohms for over the last year. Boston scientific technical services (ts) was consulted and suggested further assessment and replacement of the lead. An x-ray was taken which revealed that the rv lead shocking electrode and pace sense electrode were fractured at the terminal pin. A revision procedure was performed where the existing leads were surgically abandoned and the implantable cardioverter defibrillator (ICD) was electively explanted. The patient was hospitalized and fitted with a lifevest. The patient would be transferred to another facility for laser lead extraction and a new device. The patient underwent a second procedure where a new device was successfully implanted, however the lead was not extracted at that time. The lead remains surgically abandoned. No additional adverse patient effects were reported.